Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had an issue with a dialysis catheter. The customer states patient was admitted with septic shock metabolic acidosis and hyperkalemia. A right femoral mahurkar placed for cvvhd. When attempted to start cvvhd, arterial port of catheter ruptured. New vas catheter inserted ot administer cvvhd. According to vicki holmes, clinical manager, the pt was in the ICU when this event occurred and the catheter was removed.

Manufacturer narrative:
An investigation is under way. Upon completion the results will be forwarded.